Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.0mmx220mmx150cm coyote¿ balloon catheter was advanced to the lesion. Upon first inflation at 12 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a 2mmx200mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).